Event description:
Covidien received a maude event report # mw5037152 where the customer reported that, during patient use, an 840 ventilator generated an error code due to a keypad malfunction, and stopped ventilating. The patient was disconnected from the unit, manually ventilated, and transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The customer¿s biomedical technician was able to determine that the shutdown and the device alert were due to an error of the reset key on the keyboard. The keyboard was replaced by the customer. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. The unit was let ran continuously for the next five (5) days with no additional malfunction observed. (B)(4).